Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the shock therapy was held when ventricular tachycardia (vt) episodes were detected. It was suspected that the wavelet template was collected with right ventricular pacing on so that the paced template was too close to the vt pattern. Wavelet template was collected again with the pace off. Auto template collection was turned off. The device remains in use. No patient complications have been reported as a result of this event.